Manufacturer narrative:
The key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery fault. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery fault. The customer reported that there was a battery error during start up. The rse recommended replacing the battery. A philips field service engineer (fse) evaluated the device and confirmed the customer's issue. The event log was reviewed, and the error code observed was 1124 ((cbit) check vent: battery failed). The fse replaced the battery to resolve the issue. It was reported that the device was fully functional.